Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer stated the insulin pump had moisture damage, due to sea water. Advised the customer to discontinue the use of the pump and revert to back-up plan. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked reservoir tube lip, missing end cap sticker, scratched case, scratched reservoir tube window and minor scratched lcd window.